Manufacturer narrative:
Technician found that the bed had "service required" light and multiple codes. Found fluid ingress on sw3 caused by pinholes found in label. Replaced parts and checked functions to resolve this issue.

Event description:
Bed found in bedshop with "service required" light and multiple (B)(4). Origin unk.